Event description:
On (B)(6) 2013 the reporter, the patient¿s father, contacted animas to report an issue with insulin delivery by the reported pump. There was no report of patient injury associated with this issue. The technical service representative contacted the reporter to troubleshoot the pump but was unable to reach him by telephone. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: during investigation, the pump¿s history was reviewed and showed that he black box began on 09/05/2013. Due to continuous use of the pump, the black box data and histories for the event on 06/18/2013 have been overwritten. Review of the available history showed no errors or alarms associated with the complaint. The total daily doses calculated correctly and reflected the user's programmed basal rates. The pump was tested on a delivery accuracy test; the pump passed the required test and was found to be delivering accurately and within the required specification. The inaccurate delivery issue was not able to be duplicated during investigation. The pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.